Event description:
It was reported that the customer experienced an elevated blood glucose (bg) range of 454-541 mg/dl with ketone level at 88-89 mg/dl; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level, however, customer's bg continue to increase. Subsequently, the customer passed out and paramedics intervened. Reportedly, customer was hospitalized on (B)(6) 2022 and treated with saline fluids and insulin fluids. The customer was released from the hospital the following day, on (B)(6) 2022. The customer reverted to an alternate method of insulin therapy. A pump system check was performed and confirmed pump functioned as intended at the time of event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.